Event description:
Caller reported experiencing a continuous glucose monitor error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset procedure, after which the monitor no longer displayed the error. The caller successfully started their sensor session following the reset.